Manufacturer narrative:
Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned via implant patient registry that a 3300tfx 23mm aortic valve was explanted and replaced with a 11500a 25mm after an implant duration of 8 years, 4 months due to unknown reasons. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Event description:
It was learned via implant patient registry that a 3300tfx 23mm aortic valve was explanted and replaced with a 11500a 25mm after an implant duration of 8 years, 4 months due to unknown reasons. Per product evaluation heavy calcification, minimal pannus, and stenosis were confirmed.

Manufacturer narrative:
H11. Additional narrative: updated b5, h3, and h6. H3: product evaluation: report was of unknown reasons and was unable to be confirmed. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on the surface of all three leaflets on the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 1 on the outflow aspect and 1mm on leaflet 3 on the inflow aspect. Host tissue on the stent circumference was minimal at both the inflow and outflow aspects. Leaflet 1 had a 2mm tear near commissure 1, and leaflet 3 had a 6mm tear near commissure 1. Calcification was evident at the tears. Calcification restricted leaflet mobility and led to stenosis. Sewing ring had multiple cuts around the valve. Wireform was exposed at all three commissures. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.